Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unspecified mentor tissue expander was found to be defective. No adverse event was experienced by any patient and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the ce med height te 450cc tissue expander. Leak testing was performed in accordance with mentor procedures and (2) two punctures were found on the posterior view of the ce med height te 450cc tissue expander, both measuring approximately 0.1 cm. A microscopic examination was performed on the edges of the punctures, and parallel striations were found in the whole area of the (2) two punctures. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, a microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware the device had been implanted and explanted into the device, indicating an adverse event. In addition, details regarding the device itself were confirmed. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).